Event description:
The customer reported that the device fails the defib test segment of the user initiated operational check. This is indicative of a condition that could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the device fails the defib test segment of the user initiated operational check. This is indicative of a condition that could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact. The philips (B)(4) evaluated the device and replaced the therapy pca to resolve this issue.